Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported one day post implant that an increase in threshold and high pacing impedance were observed. Programming changes were made. Patient will be monitored.